Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular (lv) lead impedance measurement had increased from 1432 ohms six months earlier to 2328 ohms currently. The clinic noted the patient has no adverse effects and that they will continue to monitor the cardiac resynchronization therapy defibrillator (crt-d) and lv lead measurements. The system remains in service.